Manufacturer narrative:
Updated fields- b4, d8, d9, g1(contact person-mfg site), g3, g6, h, h2, h3, h6 codes (investigation types, findings, conclusion, components), h11. A getinge field service engineer (fse) checked the plug, the power cord won't turn on, the fan, the ventilation and the power supply. It doesn't spin, but when using battery mode, it turns on and the ventilation fan spins. Check all fuses to make sure they are not broken. Fse tested the power supply to see if it is broken. Tested the power supply. Fse replaced power supply. Function test passed. The fan spins and the charger is working normally. The device can be turned on and off normally. The device can be used normally.

Event description:
N/a.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) will not turn on. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.